Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. Per the customer, the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc). The home patient (hp) had already spoken to the registered nurse (rn). The tubing came off of the transfer set and they cycled power to se 2367. The hp would go to the dialysis unit and the alarm was cleared. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient's nurse on (B)(6) 2013 and she said that she did speak with the patient. What happened was his transfer set and adaptor came apart from each other. He did not report any issue with the supplies. She was not sure who makes his transfer set adaptor but she said it is not titanium. She said the patient is out of the country in the (B)(6) and as far as she knows has been completing therapy successfully since then. There was patient involvement but no reported injury or medical intervention.